Manufacturer narrative:
This supplemental MDR is being submitted for reference of mfg. Report numbers related to this complaint and for corrections. The following sections have been updated: state (e1), and report source (g3; correction). This report is 1 of 3 being submitted for this complaint. Reference mfg. Report nos. 2015691-2020-11666 and, 2015691-2020-11667.

Manufacturer narrative:
Bibliography: tomoki ochiai, md., et al (2020). Coronary access after tavr. Jacc: cardiovascular intervention, 693-705. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, per article, ¿coronary access may be challenging in significant proportion of patients after tavr with a sapien 3 valve¿. Other potential contributing factors are unknown as limited clinical information was provided in the article. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single-center study was published in the journal article ¿coronary access after tavr¿. The study was conducted from december 2015 to november 2017 and included 345 patients treated with a sapien 3 valves. Per study protocol, these patients underwent post-tavr CT between december 2015 and april 2018 and those with poor quality CT images were excluded. In the sapien 3 group, 64 coronary engagements were performed after tavr. In an engagement-level analysis, the success rates of selective coronary engagement were significantly lower in patients with CT-identified features of unfavorable coronary access compared with those with favorable coronary access in sapien 3 group. In the sapien 3 group during the study period, 3 patients out of the 64 experienced a suspected coronary occlusion: the 1st patient was implanted with a 23mm sapien 3, the 2nd patient was implanted with a 26mm sapien 2 valve and the 3rd patient was implanted with 23mm sapien 3 valve. This complaint represents the 1st patient who was implanted with a 23mm sapien 3 valve.

Manufacturer narrative:
Reference CAPA-20-00141.